Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy which resulted in peritonitis. The peritonitis was manifested by cloudy effluent. The breach in aseptic technique was further described as the patient did not wash their hands prior to starting therapy. The patient was not hospitalized for the event. On the same day as onset, the patient was treated with vancomycin (2500g, intraperitoneally, every five days, for 10 days) and ceftazidime (1g, intraperitoneally, frequency and duration not reported) for peritonitis. Two days after onset, the patient was treated with ceftazidime (500mg, intraperitoneally, once) for peritonitis. At the time of this report, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.